Event description:
Customer states that the screw broke which is number 4 in parts catalog for the 9099p hydraulic pump. Customer only had the pump and it's serial number listed. Customer states it belonged to a 9805 lift.